Event description:
Manufacturer received a report from a dealership stating that while the patient was transferring into the chair, the front arm socket allegedly broke, causing the arm to bend and the patient fell. The initial report indicated the pt sustained bruises and received x-rays of the hip. Further investigation revealed that the pt suffered a right shoulder fracture and a contusion.